Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported system only displays partial image, the lower bottom half of the image window is blank/black.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, the reported issue of a partial blank image could not be reproduced. The scanner was evaluated using the multipurpose vessel phantom. The image was found to be normal for a site rite 6 with software 1.1.3 installed. No other functionality issues were identified with the equipment during evaluation. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. The sr6 was serviced, qc tested, and returned to the customer.

Event description:
Customer reported system only displays partial image, the lower bottom half of the image window is blank/black.